Event description:
The user reported that in preparation for cardiopulmonary bypass, before the cannula was connected to the extracorporeal circuit, particulate matter was observed inside of the cannula. The cannula was connected, clamped, and removed. A replacement cannula was employed and the surgical procedure was completed without incident. There were no adverse consequences to the patient as a result of the event.

Manufacturer narrative:
The foreign object observed by the user was neither observed nor collected upon examination of the device by the manufacturer. Consequently it was impossible to drawn conclusions concerning the possible origin of the object.